Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead became dislodged after being positioned in the right atrium. After unsuccessfully attempting to reposition the lead multiple times, the lead was not implanted and was replaced. The patient tolerated the procedure well and did not experience any adverse event before, during or after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.